Event description:
It was reported a patient underwent acl reconstruction on (B)(6) 2013. Subsequently, the patient¿s knee became infected three days post op. It is unknown if the patient has been revised. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Lot was released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-05417/05418).